Manufacturer narrative:
Data review identified additional run #1397 as a potential discrepant for false positive of the flu b target. Furthermore, the review of the baseline values throughout the data for the alleged 2 runs: run #1129 and in addition to run #1397 to be a potential false positives, while run # 1163 to be a true positive for sars-cov-2. Moreover the data also showed major fluctuations due to abnormal pcr growth curves. Analyzer was returned and will be sent to the repair depot for service. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
Facility name is truncated due to character limits. Facility name: st. Claraspital ag zentrallager (warenannahme) labor. Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4)). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
A customer from switzerland alleged discrepant results of influenza b for two samples with the cobas¿ sars-cov-2 & influenza a/b test on the cobas¿ liat¿ system. On (B)(6) 2021, sample 1 generated a positive influenza b result on the cobas liat system. The sample was repeated three times on different platforms which all returned a negative influenza b result. On (B)(6) 2021, sample 2 generated a positive influenza b result on the cobas liat system. The sample was repeated on a different platform and generated a negative result. Only the repeat negative results were released and no harm was alleged. Further investigation is currently on-going and 2 mdrs will be filed.